Manufacturer narrative:
(B)(4). Event date is unknown. Concomitant medical products: unknown head ¿ unknown part and lot, unknown liner ¿ unknown part and lot, unknown shell ¿ unknown part and lot, unknown stem - unknown part and lot, therapy date: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Review of x-rays provided revealed a superolateral dislocation of the prosthetic femoral head. A constraining ring also appears to be displaced. Lucency is observed along the margin of the acetabular cup, consistent with osteolysis. Abnormal anteversion or retroversion of the cup is suspected with an en-face orientation, possible secondary to cup loosening as a result of the osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -09244, 0001825034 -2018 -09246, 0001825034 -2018 -09247.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date.